Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, thrombosis leg, swelling nos, paraesthesia, leg pain, mass, deep vein thrombosis, chest pain, shortness of breath, hematoma, multiple caesarean sections, cervicitis and ovarian cyst. Concurrent conditions included endometriosis, menses irregular, dysmenorrhea, dyspareunia, excessive menstruation, tracheal squamous cell metaplasia, luteal cyst of ovary, paratubal cyst, menorrhagia and left lower quadrant pain. Concomitant products included metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy). At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2014. (B)(6) 2014 (right side only). Unilateral salpingo-oophorectomy - right side only. Removed details : only right side removed still have pain. Follow-up 4and 5 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event: uti, post removal complication were added.eventl outcome were updated to recovered : pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, thrombosis leg, swelling nos, paraesthesia, leg pain, mass, deep vein thrombosis, chest pain, shortness of breath and hematoma. Concurrent conditions included endometriosis, menses irregular, dysmenorrhea, dyspareunia, excessive menstruation, tracheal squamous cell metaplasia, luteal cyst of ovary, paratubal cyst, menorrhagia and left lower quadrant pain. Concomitant products included metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy). At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 (right side only). Unilateral salpingo-oophorectomy - right side only. Removed details: only right side removed still have pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs&mr received reporter information. New event was added vaginal hemorrhage, menorrhagia, anxiety, depression. Severity pelvic pain added. Concomitant drugs and medical history was added. Lab test date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, thrombosis leg, swelling nos, paraesthesia, leg pain, mass, deep vein thrombosis, chest pain, shortness of breath, hematoma, multiple caesarean sections, cervicitis and ovarian cyst. Concurrent conditions included endometriosis, menses irregular, dysmenorrhea, dyspareunia, excessive menstruation, tracheal squamous cell metaplasia, luteal cyst of ovary, paratubal cyst, menorrhagia and left lower quadrant pain. Concomitant products included metronidazole (flagyl), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and urinary tract infection had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2014 (right side only) unilateral salpingo-oophorectomy - right side only removed details :- only right side removed still have pain follow-up 4and 5 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events outcome updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.